Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test and active current measurement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 68 mg/dl after being treated for the low. The customer was given soda to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer was having issues with pump upload and also reported pump physical damage that was causing the reservoir not to stay in the pump, and cause an over delivery. The insulin pump will be returned for analysis.